Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the day after the procedure, the patient suffered a q-wave mi and had unstable angina class iii. Revascularization was performed in the distal lad, distal to the previously place xience v stents, to treat target lesion restenosis / thrombosis with the placement of a metallic stent. Patient symptoms were resolved. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina, myocardial infarction, and thrombosis, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent deliver system (sds) quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.